Manufacturer narrative:
As instructed by the FDA on 02-may-2022, this event is being submitted to replace initial MDR (2243072-2022-00410). Upon further review, it was determined that this event is listed under a different site registration # than previously reported. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer was having issues with the tube connectors retaining connection. It was stated that where the connectors were to connect, there was no retaining of the connection, which meant that the connections had to be taped and duct tape did the trick. It was noted that this happened with two of the connectors, but after that, there had been no problem. The customer was reporting that these were difficult to use and did not last long. There had been a problem with the 50cc syringes as they get very sticky and hard to use after a few days, whereas the syringes they used to receive were good for a week at a time.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect design of diameter at the end of the lumen". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer was having issues with the tube connectors retaining connection. It was stated that where the connectors were to connect, there was no retaining of the connection, which meant that the connections had to be taped and duct tape did the trick. It was noted that this happened with two of the connectors, but after that, there had been no problem. The customer was reporting that these were difficult to use and did not last long. There had been a problem with the 50cc syringes as they get very sticky and hard to use after a few days, whereas the syringes they used to receive were good for a week at a time.